Event description:
Customer reported when the alarm is in use with the nurse call cable, the nurse's station does not sound. The nurse call cable has been tested with a known working alarm and the nurse call cable functioned as it should. Discovered during set up but customer could not provide the date of event. No patient incident or injury occurred.

Manufacturer narrative:
The product has been requested to be returned numerous times and has not been received. This report is being made based solely on the issue made by the customer. (B)(4).